Event description:
The hcp reported that at the last 2 pump refills, there has been over 25% overinfusion volume discrepancy, though the pt has experienced no overdose symptoms. The pt came to the office due to the fact pt was experiencing increased pain and withdrawal symptoms. The hcp attempted to aspirate the pump of the expected 12.9ml of drug and was unable to aspirate anything with multiple attempts. A follow up report will be sent when additional info is received.